Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and diminished sensing. The thresholds began to rise the day after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, (B)(6) 2014. (B)(4).